Event description:
Caller reported a malfunction on the pump after it was left in extreme heat in a car. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the faulty pump, confirmed the shipping address, and advised the caller on necessary steps for the transition. The customer was informed about using multiple daily injections as a backup therapy and instructed on handling and returning the problematic pump. A replacement pump with updated software was sent, and the caller was informed about the importance of waiting for a g7 sensor session to end before inserting a new one.